Manufacturer narrative:
Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect due to having been incorrectly inputted during training. Customer's blood glucose level was 300 mg/dl. Tandem technical support assisted customer in correcting time and date and customer successfully resumed insulin therapy.